Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to verify no button response due to cracked and bleeding lcd glass. Also received with cracked case at the display window corner, cracked reservoir tubelip, scratched lcd window, cracked lcd window, missing end cap stickerand cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.